Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that, during a device change out procedure, this right ventricular (rv) lead was surgically abandoned. It was noted that there was consistent noise on the lead and it was unable to sense and pace appropriately. No adverse patient effects were reported.